Manufacturer narrative:
The lay user/patient's meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. Analysis was not possible for the returned test strips due to unknown storage and handling preventing the allegation being physically investigated. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra2 meter read inaccurately high in comparison to another meter. The complaint was classified based on customer service representative (csr) documentation. The patient advised the csr that on (B)(6) 2018, she obtained an alleged inaccurately high reading of ¿149 mg/dl¿ on the subject meter compared to a reading of ¿115 mg/dl¿ on another device. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient stated that she manages her diabetes with a combination of oral medication (metformin; 500mg per day), diet and exercise, and explained that she did not take any action in response to the alleged inaccurately high reading. The patient advised the csr that she experienced symptoms of ¿shakiness, dizziness and lightheaded¿ on (B)(6) 2018, which she associated with hypoglycaemia. The patient denied receiving any treatment for her symptoms above or beyond the usual routine of diabetes care and management. At the time of troubleshooting, the csr confirmed that the correct unit of measure was used, and the patient had used an approved sample site to obtain the blood samples. The product issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after the alleged product issue began.